Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer would reperform the loading process with the same supplies and resume insulin delivery to address the occlusions. There was no adverse impact to the customer¿s blood glucose level.